Event description:
It was observed during the device inspection, that the insufflation unit exhibited stoppage of co2 supply due to sensor failure and software detection. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gas supply stoppage was due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.